Event description:
Healthcare professional reported left side exchange from textured to smooth. Healthcare professional later reported left side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Device evaluation: visual analysis of the photographs identified: red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported left side exchange from textured to smooth. Healthcare professional later reported left side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: one opening on device in the radius side assessed as fold flaw opening. Crease fold observed. Wear abrasion observed. White calcification observed on the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.